Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (disease progression with aortic neck dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with aortic neck dilatation.

Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 6 years ago. Aneurysm and vessel morphology at the time of implant is unknown. It was reported that a type ib endoleak, a migration (3cm from a CT taken three years ago) of entire body of the aneurx bifurcated stent graft, a stent separation, so that the stent graft is completely separated into two pieces, and a fabric is tear was identified. The patient was symptomatic. The physician implanted an unknown device to line the existing stent graft which repaired the endoleak, migration and separation. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Obtained additional information as follows. There was some disease progression with aortic neck dilatation. The two most proximal stent rings were detached from the graft material. There was also a tear in the fabric of the original aneurx stent graft where the two most proximal stents were detached. There was not a distal type I endoleak there was only a proximal type I endoleak present. The physician implanted a 24 mm and 28 mm aneurx aortic cuffs and a 32 mm endurant aortic cuff to create an aui and a femoral to femoral bypass was performed. The patient is doing well.

Manufacturer narrative:
(B)(4): stent graft migration, endoleak, loss of device integrity, unknown cause of event.